Event description:
It was reported the cadd administration set would not prime properly when setting up a pump. Patient used another cadd administration set. There have been 4 other cadd administration set tubing with same lot#4235006 (from march 16 to march 28) with the same problem. No serious harm reported. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.